Event description:
It was reported that during the procedure in the mid left anterior descending artery, an attempt was made to insert a 3.5x23 xience v stent delivery system through a non-abbott rotating hemostatic valve (rhv); however, the stent delivery system (sds) could not advance. After removal of the sds from the rhv without resistance, it was noted that the distal stent struts were flared. Using a new rhv, a new 3.5x23 xience v sds was advanced and used successfully. There was no adverse patient effect and no singficant clinical delay in the procedure. No additional information was provided. Return device analysis revealed that the tip of the sds is separated. Additional reported information indicates that the tip separation occurred when attempting to insert the sds through the rotating hemostatic valve using force. Additionally, slight resistance was met during removal. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of a product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. Analysis noted the stent delivery system (sds) was returned with blood and contrast on the balloon and stent implant and thick dried contrast on the stylet. The stent implant was stationary on the balloon between the markers of the tightly folded balloon. There were three bent stent struts in the first row of distal stent struts consistent with the reported stent damage. There was no other damage noted to the stent implant. There was a kink in the shaft 9 millimeters (mm) distal to the guide wire exit notch and multiple bends throughout the entire length of the hypotube. The noted kink and bends were not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. The tip had separated at the distal end of the distal seal consistent with the reported tip separation. The fracture faces were jagged and the clear gap and the soft tip were bunched for a length of 2 mm distal to the separation suggesting tensile over load. The separated tip was returned frozen on the distal end of the stylet. The stylet was returned inserted through the tip of the sds and the protective sheath was returned covering the balloon and stent implant. There was no other damage noted to the sds. The rotating hemostatic valve (rhv) used during the procedure was not returned. The stent implant outer diameters met manufacturing criteria. After the sds was decontaminated, the tip was able to be removed from the stylet. An attempt was made to advance a mandrel through the separated tip but the mandrel would not advance through the bunched tip. This did not meet manufacturing criteria due to the bunched tip material (damage). A 0.0155 inch mandrel was advanced through the remainder of the tip, past the proximal seal and through the guide wire exit notch and met manufacturing criteria. The sds was advanced and withdrawn through a new rhv and there was no resistance noted. It was reported that force was applied during attempt to advance the sds through the rhv. It should be noted that the xience v instructions for use states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It could not be determined if the application of force truly contributed to the reported event. It is possible that the rhv may have not been sufficiently open at the time of insertion which contributed to the reported difficulty to position and subsequently resulted in the stent damage. Additionally, it is possible that coagulation of blood on the guide wire contributed to the noted bunching of the tip material and subsequently resulted in locking of the sds and guide wire (difficult to remove) which then led to the tip separation during removal attempt. Although a conclusive cause could not be determined, there is no indication of a product quality deficiency. A search of the lot history record indicated no related nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents.